Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fluid ingress had occurred in one of the cubie pockets. A field service engineer found liquid on the tray in drawer 2.1. The tray was replaced and tested successfully in hardware test application (hta). The customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was liquid around one of the cubie pockets. Any attempt to access the pocket resulted in an error stating that the cubie failed, and there was no option available to remove the pocket. There were no adverse events or injuries reported based on this event.